Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 weeks ago the patient felt the implantable neurostimulator (ins) vibrate in the chest for a few seconds and then stop. It happened one additional time. They have made their healthcare provider (hcp) aware of the event. The patient was able to use their external equipment and did not see any messages or service codes. When if they had any falls or trauma, they reported falling back and hitting their head about a year ago and lost the ability to read for a while. Recently they had another fall where they feel forward and hit their head. They did not hit the chest directly either time. Additionally, patient noted that their new wireless recharger does not play tones like it used to. Agent reviewed that when the recharger shows 100%, to continue to recharge until the tones play. Reviewed that the percentage displayed rounds up so it will show 100% before it's actually completely full. Patient to monitor and revisit event with hcp.